Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated reason. During MRI it was noted that the implantable cardioverter defibrillator was in backup. It is unknown if the cause of backup was MRI. The device was restored. The patient was stable.